Event description:
Valiant evo stent grafts were implanted in the endovascular treatment of 55mm saccular descending thoracic aortic aneurysm in zone 4 of the aortic arch it was reported at the 24 month follow-up imaging , that stent graft ring enlargement was identified on the graft vemc3737c100cu , the measured maximum device diameter is 1.5mm greater than nominal device diameter. At 36 month follow-up imaging , the stent graft ring enlargement was also noted. The change is stent ring diameter is 5.8mm there was no stent fracture, endoleak or aneurysm enlargement noted. Sre for the distal device +5.9mm. Sre of the more proximal device +1.4mm. The max stent diameter is greater than the device size. At the 48 month follow-up imaging performed the measured maximum device diameter is 5.7mm greater than nominal device diameter. Potential artifact, thrombus, fabric, or a combination just proximal to the overlap between the two navion devices. It was reported the proximal end of device/fabric on more proximal navion device extends into lumen due to a turn in aorta at this location. No migration, thoracic aorta lengthening was reported to be observed .stent ring enlargement was identified: sre for the distal device +5.7mm. Sre of the more proximal device + 2.7mm on interim imaging from approximately 52 months follow up , sre for the distal device +7.0mm and sre of the more proximal device + 2.8mm were observed. At 63 months post index procedure it was reported there was +2.6mm (persistent) stent ring enlargement on device vemc3737c175cu sn v 06291577. Three stent ring enlargement (persistent) were noted on device vemc3737c100cu sn v06291568: +6.8mm, +6.0mm and +3.5mm. A secondary procedure was performed at approximately 68 months where a non mdt stent was implanted. The site assessed this as related to the study device and not to the procedure. The site reported a stent graft wire detachment from fabric with an onset date approximately 65 months post index procedure related to the stent ring enlargement of vemc3737c100cu/ v06291568 . The stent graft has been relined with a non-medtronic stent graft and resolved. The site have assessed the stent graft wire detachment as related to the study device and not related to the procedure. No cause reported. No additional clinical sequelae were provided and the patient will be monitored. Core lab imaging from 66 months post index procedure noted ongoing stent ring enlargement on stent graft vemc3737c100cu/ v06291568 of +9.2mm, +5.1mm and +3.6mm and on stent graft vemc3737c175cu sn v06291577 ongoing stent ring enlargement of +2.4mm. Nominal stent ring size for maximum enlargement = 37mm and measured stent ring size for maximum enlargement = 46.2mm. Imaging of 60 month fu identified vemc3737c100cu/ v06291568 has 3 stent rings enlarged and vemc3737c175cu sn v06291577 has 1 stent ring enlarged. Nominal stent ring size for maximum enlargement= 37 mm and measured stent ring size for maximum enlargement=43.8 mm. No migration or thoracic aorta lengthening was observed.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.